Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a power issue. A technical support specialist stated that the customer confirmed that the issue was resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower would not turn on and the user tried to reboot the station, but it was completely dead. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.